Manufacturer narrative:
During inspection and testing, intermittent power issue was found to be caused due to dust inside the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image. The reported issue occurred during a therapeutic laparoscopic gastric bypass procedure. The intended procedure was completed using another device. The intended procedure took longer than expected. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, intermittent power issue was observed, which is also a potential adverse event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to dust puled up inside the device. Olympus will continue to monitor field performance for this device.